Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving dilaudid (40 mg/ml at 5.6 mg/day) via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had a magnetic resonance imaging (MRI) due to being in a car accident. They did a lumbar of the spine as they had injuries in their spine from the accident. The pump was not checked post MRI and today the healthcare provider (hcp) saw a recovery at the time of the first interrogation. They mentioned pain and diarrhea but the hcp stated that was most likely related to the accident. Technical services verified that the pump recovered after being in telemetry mode. The issue was resolved.